Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arc movement and table did not work. Review of system log files showed that there was a malfunction with sib. Fse replaced the sib box unit, reloaded the software and connected the video interfaces for displaying 3d and vieewforin in flexvision. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the c-arm and the table did not work as they were jammed. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and found that the sib interface module m unit was damaged. The fse replaced the damaged part, and the device was returned to expected functionality.